Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2011. Reportedly, during the interrogation performed that day, the physician observed inadequate surface ECG (bad quality) on the programmer screen (reportedly not related to pt cable connection). After the induction procedure (a shock was delivered) the physician observed that the programmer was off (possibly a programmer crash). The programmer was then re-booted (twice), thus restoring normal surface ECG quality.